Event description:
It was reported that a (B)(4) small volume infusor's bladder ruptured during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample has been returned for evaluation. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Visual inspection identified a ruptured bladder in a non-footing position. The sample has been microscopically inspected. Marking found on the exterior surface of the bladder was observed near the rupture line which is indication of external damage. The reported problem was confirmed, however no root cause was identified. Should additional relevant information become available, a supplemental report will be submitted.